Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was not used in a surgical procedure. The visual inspection of the returned product noted that the device was opened and received intact. Pmv performed functional testing which included inflating the trocar balloon; no leaks were detected. The locking collars and valves functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: prior to a laparoscopic cholecystectomy, the balloon did not inflate. To complete the procedure, another balloon was used. No patient involvement. The device will be returned for analysis.